Event description:
It was reported that the patient was feeling an electrical charge but not a shock. Noise was observed on the egms. The noise was not reproducible. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.